Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urethral atrophy. The balloon was explanted and replaced with a higher-pressure balloon. No further patient complications were reported.